Event description:
The customer reported that during an exploratory laparotomy, while working on the mesentery, the device was not sealing properly. There was no reported pt injury. This site contact has no additional info regarding the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.